Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit c-taper cocr femoral head on his right hip on or about (B)(6) 2013 and was revised on (B)(6) 2015. It is further alleged that he suffered injuries as a result of implantation of the device at issue and device recall.